Manufacturer narrative:
One opened and or used sensor was inspected and bent needle inside of sensor base was noted. Since customer returned the sensor opened and or used, unable to confirm if customer received the sensor in said conditions.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer could not remove the introducer needle. Troubleshooting occurred. No additional info was provided.